Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient lost consciousness in the bathroom. She had difficulties being coherent, she experienced slurred speech, she regained consciousness couple of times and tried to call her roommate. She has the life alert, she pushed the life alert button and the paramedics were called. They took a blood glucose reading which was 78 mg/dl and the cgm reading was 166 mg/dl. The patient was taken to the hospital and there they took a blood glucose reading which was 100 points off from the cgm reading; there were no specific values reported as the patient could not remember. She was treated with potassium and some vitamins to boost her immune system. There was no treatment documented for hypoglycemia during the event. They performed multiple tests, and the results came out that she had a bladder infection and was given medication for it. After midnight the patient was discharged. At the time of the report the patient was in normal condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.